Event description:
The customer contacted beckman coulter, inc (bci) to report a lower than expected result for ferritin for 1 patient sample assayed with access ferritin reagent on an access 2 immunoassay system. The patient result was not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Quality control results were within established ranges at the time of the event. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse replaced the peri-pump tubing, aspirate probes, substrate probe, and the sample pipettor. All verification testing performed met analyzer specifications. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause has not yet been determined.